Event description:
An email was received via the corporate mailbox on (B)(6) 2010 which stated that a patient reported dry caps. The home patient was contacted on (B)(6) 2010 regarding the issue and he stated he discarded the samples. There was no evidence of the package being opened or damaged prior to use. The product is stored at room temperature. The home patient discarded the dry minicap and replaced with a new one. The home patient stated he would retain any future samples if the reported issue reoccurs. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.